Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was breached cut. It was also noted that the proximal conductor was found distorted, blood was present in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during attempted implant of a pace/sense lead in the right ventricle, the implanter cut through the insulation of the lead while attempting to cut away the sheath. The pace/sense lead was removed and replaced. No patient complications have been reported as a result of this event.